Manufacturer narrative:
Hematoma occurred. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Literature source attached.

Event description:
Title: technique to treat iliopsoas irritation after total hip replacement: thickening of articular hip capsule through an abridged direct anterior approach. Iliopsoas irritation due to acetabular cup component impingement following total hip arthroplasty (tha) is usually treated by infiltration or by distal iliopsoas tenotomy in case of recurrence. However, this can result in an active flexion deficit of the thigh. To prevent this complication, the authors developed a technique in patients with recurrent impingement following extraarticular corticosteroid injections. A total of 5 patients (3 women and 2 men; age range: 53 to 75 years old) with iliopsoas impingement symptoms underwent an ambulatory bursectomy by the hueter approach and placed a vicryl mesh plate on the entire anterior hip capsule. During the surgical procedure, 4 layers of vicryl mesh plate were laid on the anterior capsule and attached by 4 corner stitches with polyglactin 910 suture. First the supero and infero-medial sutures were performed, then the polyglactin mesh was laid upon these 2 sutures, which when tightened pressed the mesh onto the internal rim of the capsule. The mesh plates were then applied to the anterior side of the capsule and cut to the width necessary to be attached to the base of the femoral neck along the intertrochanteric line by two lateral corner stitches. Reported complication included a male patient with an infected hematoma (s. Caprae) which was treated with extraarticular surgical lavage and 6 weeks antibiotics. It was concluded that this simple technique provides satisfactory results, does not jeopardize future procedures, and prevents an active flexion deficit, which may develop following tenotomies. This is an alternative option for the treatment of acetabular cup/iliopsoas impingement that should be evaluated in larger studies with longer follow-up.